Event description:
It was reported via repair work order that the undercarriage of the cot will not retract for loading due to worn bearings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.